Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a faulty diode on the monitor board. The monitor board will be replaced to resolve the report. The board was scrapped after testing. The device wil be recertified and returned to the customer if the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.